Manufacturer narrative:
Based on our investigation of the complaint, the brush has been identified as the kids rechargeable toothbrush, d10 / type 4733. This report is being filed due to melted plastic on the housing of the handle. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. An investigation of the toothbrush will be conducted upon arrival of the sent product.

Event description:
Toothbrush off the charger was hot, piece of toothbrush melted [device physical property issue]. No adverse event [no adverse event]. Case description: a parent reported via email on (B)(6) 2017 that his/her son of unspecified age used an oral-b rechargeable toothbrush, version unknown, and the toothbrush was hot when picked up from the charger on an unspecified date. The toothbrush was put down and not used. Within 5 minutes the toothbrush was checked and it was discovered that the handle of the toothbrush was melted in one area. No symptoms developed. Concomitant product(s): none reported. The product was sent by the consumer. No further information was provided.

Manufacturer narrative:
Based on our investigation of the complaint, the brush has been identified as the kids rechargeable toothbrush, type 4733. This report is being filed due to melted plastic on the housing of the handle. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose the possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. An investigation of the toothbrush will be conducted upon arrival of the sent product. 12-jul-2017 product investigation results: the reporter returned the product on (B)(4) 2017. Toothbrush handle housing is melted and the pcb/motor transistor has traces of overheating. The root cause is a short circuit of motor contacts that led to overheating of motor transistor.

Event description:
Toothbrush off the charger was hot, piece of toothbrush melted [device physical property issue]. No adverse event [no adverse event]. Case description: a parent reported via email on (B)(6) 2017 that his/her son of unspecified age used an oral-b rechargeable toothbrush, version unknown, and the toothbrush was hot when picked up from the charger on an unspecified date. The toothbrush was put down and not used. Within 5 minutes the toothbrush was checked and it was discovered that the handle of the toothbrush was melted in one area. No symptoms developed. Concomitant product(s): none reported. The product was sent by the consumer. No further information was provided.